Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is still unknown; however, the caller believes that it was due to cardiac arrest. The caller stated that the customer had stage 4 kidney disease, kidney failure, and stroke three weeks prior to passing. The caller did not know the customer's blood glucose at the time of death; however, the last recorded value on the glucometer was 600 mg/dl on (B)(6) 2016. The caller stated that they were unsure whether the customer was wearing the insulin pump at the time of death or not because when the caller got to the customer's house, the insulin pump was on the floor, by the bed. The customer did not use sensors. The caller agreed returning the insulin pump for analysis. The caller stated that the battery had been removed therefor there is no data to be uploaded to carelink.